Event description:
It was reported that the pump of this artificial urinary sphincter (aus) had migrated into the abdomen. Air was noticed in the pump. The pump was explanted and replaced. The saline was replaced in the balloon. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).